Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 4.00x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage as the first distal strut was lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified damage at the shaft polymer extrusion port bond site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft fracture occurred. A 4.00x16mm promus element drug-eluting stent was selected for use. However, after unpacking, it was noted that the delivery shaft was fractured. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft fracture occurred. A 4.00x16mm promus element drug-eluting stent was selected for use. However, after unpacking, it was noted that the delivery shaft was fractured. There were no patient complications reported and the patient was stable.